Event description:
This is a female that had a decompressive laminectomy done in 2005. An ultrasonic aspirator was used during the surgery. Initially she did well post-operatively and was discharged home 2 days later. Later she developed a subcutaneous collection of fluid at the surgery site with delayed wound healing. 9 days later, she was taken back to surgery for closure of the wound. Two days later, she was discharged home in stable condition.